Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and corrected the issue by resetting the receiver box and switch. System was tested and functioned normally.